Event description:
It was reported that channel one was involved in an overdelivery of dopamine. Channel one was reportedly programmed at a rate of 3.4 ml/hr with a volume to be infused (vtbi) of 200 ml. However after one hr all but approx 10 ml had emptied from the 250 ml solution container (dopamine 800mg/250ml). The pump at that time displayed a rate of 3.4 ml/hr and a vtbi of 136 ml. The pt's b/p was slightly elevated afterwards but returned to pre-incident status without med intervention.